Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was damaged was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had worn bearings and vibration. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that during a tumor resection surgical procedure using a middle cranial fossa approach, it was observed that the attachment device was damaged. It was noted that the physician was unable to push and turn the attachment device onto the handpiece device. It was further reported that the device could not be loaded and was too tight. During in-house engineering evaluation it was determined that the attachment device had a worn bearing and vibration. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.